Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultra2 meter is giving inaccurate high readings of "145 and 172 mg/dl" compared to "90 mg/dl" obtained on another device. The patient's diabetes is managed with insulin- no adjustments. According to the patient, he obtained the alleged inaccurate high results on (B)(6), 2010 between 4 and 5 pm. During that time, the patient reportedly did not take any action in regards to his diabetes management. At 5:05 pm, the patient reportedly developed symptoms described as "weakness, faintness, and shaky." At 5:15 pm, the patient took treatment with food and/or drink. The patient denied she received any further medical intervention. According to the troubleshooting performed with customer service, the reported meter readings were performed with 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be associated with hypoglycemia after obtaining the alleged inaccurate results on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k #k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a lap incisional hernia procedure, the tip broke off outside the pt. Another device was used to complete the procedure. There was no pt consequences.